Manufacturer narrative:
(B)(4). Date sent: 11/11/2019. Implantation date: (B)(6) 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 18874 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2018. On what date did the explant take place? As stated on the domestic form complaint form - (B)(6) 2019. What is the product code for the linx device that was removed? As stated on the domestic form complaint form - lxmc15. What is the lot number of the linx device? As stated on the domestic form complaint form - 18874. What was the sizing technique that was used? Per standard linx sizing (2 from pop & visuals). Did the patient have an autoimmune disease? ¿ unknown. Is the patient currently taking steroids / immunization drugs? ¿ unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Enough to request the device be removed. Were there any intra-operative complications during implant? None to my knowledge. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No, none disclosed. What was the reason for removal of the linx device? As stated on the domestic form complaint form - ¿ongoing dysphagia.¿ was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that post-implant of a linx reflux management system the patient experienced ongoing dysphagia. The device was explanted on (B)(6) 2019 with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/04/2019.

Manufacturer narrative:
(B)(4). Device analysis: the analysis of the device functionality and dimensions identify no anomalies from a device that has been reasonably changed as part of the explanted procedure. Visual analysis was consistent with an explanted device within specification. Overall, no analysis conclusions relevant to the patient experience were found.